Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's device could not enter MRI mode due to high impedances. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the leads were explanted and replaced.

Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.